Manufacturer narrative:
Getinge became aware of an issue with one of our devices ¿ lucea 100. As it was stated, the crack of the cover occurred and particles were missing. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as any particles transferred into sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as it was damaged and particles were missing, and it contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as: mechanical stress, environmental conditions (such a high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfections products, or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 23rd october, 2019 getinge received customer product complaint where an issue with one of surgical light occurred - lucea. As it was stated, the crack of the cover occurred and particles were missing. There were no injuries reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may lead to contamination.